Event description:
Atrial bipolar lead impedance warning on (B)(6) 2023. Atrial unipolar lead impedance warning on (B)(6) 2023. High a. Threshold on (B)(6) 2023. When reviewing most recent cl there are low atrial impedances and atrial undersensing during at/af episodes collected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).